Event description:
It was reported that (2) lcsc5 were used during a lap colectomy procedure. It was reported by the rep that the first shear locked out 3/4 thru case. The second shear locked out in thirty seconds. There was extended or time and hosp stay for the pt. 10/20/2000 it was reported by the rep there was bleeding during the case because the lcsc5 was not responding and as a result, the case was converted to open.